Event description:
The customer reported that the sensor and needle separated after insertion into the skin. Advised that the sensor would be replaced. Nothing further was reported.

Manufacturer narrative:
Reliability analysis inspected one opened sensor and performed a visual inspection. Found the cannula slightly separating from the introducer needle tip. Unable to confirm that the customer rec'd the sensor in the stated condition due to the product being returned opened.